Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
There was some were-and-tear noted on the white lead of the patient¿s running system controller and the controller was replaced and the patient has not had any further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the submitted log files; however, the alarm was not reproduced. A review of the log files spanned approximately 18 days (01dec19 ¿ 19dec19 per time stamp). From 03dec19 at 16:29 to 18dec19 at 23:42 while connected to batteries, the low voltage advisory and low voltage hazard alarms intermittently activated due to an rsoc voltage being outside the expected voltage range. These alarms activated even when the patient had fully charged batteries connected. The alarms cleared shortly after activating each time. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. No alarms were produced during testing. Additional resistance testing in the power cable wires revealed high resistances in multiple wires in both cables; however, the controller was able to support pump function for an extended period of time. A root cause for the reported event is consistent with wire fatigue but cannot be conclusively determined through this analysis. Incidental findings: worn serial number label, wire fatigue, dim led, damaged strain reliefs. No further information was provided. The manufacturer is closing the file on this event.